Event description:
Patient diagnosed breast cancer. Infusaport inserted for chemo. Port detached and came apart. Patient underwent removal of port in operating room. Went to ir for removal of migrated catheter.